Manufacturer narrative:
(B)(4).

Event description:
It was reported that the threshold was had increased and that the impedance was high and that patient had pain in chest and arm. The lead was scheduled for repositioning however, it was unsuccessful, the lead was explanted.

Manufacturer narrative:
Analysis was normal. No anomaly was found.